Event description:
Information received reported that they were unable to control the output value. The anomaly appeared to have occurred through product use. No patient harm was reported.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that when an attempt was made to adjust the stimulation with the patient controller, the stimulation amplitude went up to a higher value event though the stimulation amplitude was adjusted by increasing by 0.1 millliamperes (ma) each time. Because the posture change function was used, it was considered to be a malfunction, but it was noted that there might be another cause. The operation of the posture change function was checked, and there was no problem in particular. Replacement of the patient controller was scheduled, and the issue was resolved. It was noted that the physician's observation about causality was unknown. No surgical intervention occurred or was planned. It was noted that the patient was primarily/originally treated for spinal canal stenosis. Additional information was received from the rep. A device data file and session report were provided. The incidences of increases of intensity were 10/1 (9:11) group b4: 1.0ma -- > 1.4ma, 10/1 (13:48) group b4: 1.0ma -- > 1.8ma, 10/2 (9:08) group a2: 1.5ma -- > 2.0ma, 10/3 (9:43) group a2: 1.0ma -- > 2.5ma, 10/3 (12:53) group a2: 2.0ma -- > 2.3ma, and 10/4 (9:33) group a2: 1.0ma -- > 2.4ma. Additional information was received from the rep. It was reported that the patient controller had a numerical anomaly.